Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Just after the initiation of treatment the machine alarmed with a blood lead alarm and an internal blood leak occurred. Estimated blood loss was 265 mls. Pt had no ill effects. A comparison sample of the same lot number is available. Actual sample is not available.